Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6)2025. On (B)(6)2025, the patient¿s cgm displayed an unspecified high glucose reading, while a bg meter reading was 183 mg/dl. At the time, the patient was using a tandem mobi insulin pump. On (B)(6)2025, the cgm again showed an unspecified high reading, while the bg meter indicated 253 mg/dl. The patient reported feeling as though she was ¿going into dka,¿ although no specific physical symptoms were documented. Around 11:00 am, the patient¿s husband transported her to the emergency room. At the ER, unspecified diagnostic tests were performed, and diabetic ketoacidosis (dka) was confirmed. At that time, the cgm was reading over 400 mg/dl, and the bg meter showed 453 mg/dl. The patient received insulin therapy and was discharged the following day at approximately 9:00 am, having spent less than 24 hours in the hospital. At the time of reporting, the patient stated she was ¿feeling better.¿ data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid on (B)(6)2025. The reported glucose values fall within the b zone of the parkes error grid on (B)(6)2025. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.